Event description:
It was reported that a nurse had noticed at 6 pm that a cadd-legacy® pump administered a morning dose instead of a continuous dose to a patient in an interval care period at nursing home. The patient had been at this point not felt well and had been confused. Pump had been closed and the cassette had been taken off. The pump had alarmed already at 6 pm that the cassette was empty even though it should not end until at 10 pm. The nurse had asked the patient during the call how she felt and she was feeling better but sweaty. The nurse had been aware how the pump is working and according to her the doses had not been changed. Cassette did not have any medicine left at 6 pm and the pump had been put on and a new cassette at 6 am. Farenta had instructed the nurse to take contact to the treating unit where the pump can be changed to a new one, because it was not known if the pump had a mistake or if the dosed had been changed during the day.